Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received with its original packaging opened. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears typical. The staples are properly aligned and no blockages could be found in the stapler opening. No defects or anomalies were observed. A functional inspection was performed by attempting to engage the stapler trigger. The trigger was engaged using hand pressure. One staple fired properly formed from the stapler. The stapler functioned with no issues found. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed staple into the foam pad. This was repeated two more times with each staple firing correctly and engaging with the foam pad. No defects were found. Reference files (B)(4) for investigation photos. A corrective action is not required at this time as there were no functional issues found with the other remarks: returned sample. The stapler was able to form proper staples and the staples were able to engage into a foam pad to simulate skin insertion. No functional issues were found. The reported complaint of the staples not grabbing the skin properly could not be confirmed based upon the sample received. There were no functional issues found with the returned sample. The stapler was able to form proper staples and the staples were able to engage into a foam pad to simulate skin insertion. A device history record review was performed on the visistat stapler with no evidence to suggest a manufacturing related cause. No functional issues were found.

Event description:
Alleged event: one out of two staples does not grab skin properly. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w (B)(4)/box, lot number 73j1500670 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: one out of two staples does not grab skin properly. The patient's condition was reported as unknown.